Event description:
Transferred to this medical center on 10/28/1997 for re-implantation of a pacemaker that had been implanted at another medical center. Found to have perforation of right ventricle secondary to pacer wire.